Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Occurrence date is estimated as (B)(6) 2018: the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime, instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 two xience prime stents, sizes 3.0x38 and 3.0x12, were implanted in the mid right coronary artery (rca). In (B)(6) 2018 the patient began to have chest pain/tightness. On (B)(6) 2018 the patient was re-admitted to the hospital. Medication was administered and revascularization was performed in the target lesion mid rca on (B)(6) 2018 via percutaneous transluminal angioplasty. The condition resolved on (B)(6) 2018 and the patient was discharged home. No additional information was provided.